Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on 09 november 2023, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve was 64.5 perimeter. It was reported that there was sufficient calcium to allow sealing of the device. A pre-dilatation was performed using a 18mm balloon. During procedure, the valve was deployed to 80% a moderate to severe paravalvular leak (pvl) was noted on the annular area. The valve was re-sheathed. A non-abbott valve was deployed. The patient was reported discharged.

Manufacturer narrative:
An event of paravalvular leak during the procedure was reported. Information from the field indicated that the valve was correctly sized based on provided dimensions, and there was sufficient calcification for seating. As the paravalvular leak was seen at 80% deployment, there is no information available regarding deployment depth or deployment difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, the root cause of the reported paravalvular leak could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve was 64.5 mm for the perimeter. It was reported that there was sufficient calcium to allow sealing of the device. A pre-dilatation was performed using a 18mm balloon. During procedure, the valve was deployed to 80%, and a moderate to severe paravalvular leak (pvl) was noted. The valve was re-sheathed and removed from the patient. A non-abbott valve was deployed and implanted. The patient was reported discharged.